Manufacturer narrative:
Block d2b: product code - additional product code qon block c2/d10: model number/catalog number: 4101 serial number: (B)(6). Batch/lot number: ax1t068140 model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator began to experience no symptom relief and was noted to have high impedances showing in all electrodes. An attempt was made to clear all impedances and reprogram the patient; however, was unsuccessful. The patient had the tined lead and neurostimulator replaced. There was no additional patient complications reported.